Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Additional information received indicated that the product involved is a non-covidien product. No further submissions will be made under this report number.

Manufacturer narrative:
(B)(4).